Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin delivery occlusion occurred with an ilet using a contact detach 23-inch, 6 mm infusion set, resulting in automated dosing being stopped for about ten hours and a blood glucose level reported as ¿high¿ (>600 mg/dl) until all infusion supplies were changed and dosing was resumed. Symptoms included hyperglycemia. Outcomes included recovery as glucose trended down to 331 mg/dl, then 321 mg/dl, and later 240 mg/dl after supply replacement and resumption of dosing, without hospitalization. Investigation included troubleshooting and education with data sync review and confirmation of an insulin occlusion alert, followed by replacement of the infusion set and related disposables. Investigation of this case revealed that the occlusion resolved after changing the infusion set, cartridge, and connectors, with subsequent improvement in glucose and appropriate insulin-on-board behavior as levels returned toward range. It was concluded that the event was attributable to an insulin delivery occlusion at the infusion set level that was resolved by supply replacement, with no further device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.